Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using the tandem-provided wall adapter. Additionally, the tandem-provided usb cable was broken and bent. The customer's blood glucose was between 100 and 200 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to leave the pump plugged into a power source for at least 30 minutes using a 2nd wall adapter. Customer acknowledged. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after leaving the pump plugged into the power source using the 2nd wall adapter; however, no additional information could be obtained.